Event description:
Procedure: gastric bypass. According to the reporter: the device was difficult to load. Both of the toggle levers were sticking. When the device was closed the needles would not transfer from sides and would not open. Operative time was extended longer than 30 minutes, no additional blood loss or tissue damage, and nothing fell into the patient's cavity. The staff opened another device, and the patient is doing well.

Manufacturer narrative:
(B)(4).